Event description:
A perforation approximately one (1) millimeter in diameter occurred while ablating at the base of the right atrial appendage (raa) with an oll2 device. The perforation was repaired by suture. There was no long term patient consequence.

Manufacturer narrative:
No further information has been provided at this time by the account. Evaluation summary - the device involved in the event was returned for evaluation. The device was examined and found with the power cord cut in half. The appropriate wires were spliced together to allow for a full evaluation. The device was then tested for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.